Event description:
It was reported that the user experienced recurrent low glucose during regular monday performances, with a documented blood glucose of 48 mg/dl and associated hypoglycemic symptoms, and received guidance on exercise-related precautions to plan for these events. Symptoms included those consistent with hypoglycemia. Outcomes included self-treatment with oral glucose and resolution without hospitalization. Investigation included troubleshooting and education focused on exercise timing and glucose management strategies. Investigation of this case revealed no device malfunction reported and no device component issue identified, and the cause remained unclear based on available information. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.